Manufacturer narrative:
In use at the time of the event:CGM model: UnknownMobile OS: Unknown.

Event description:
It was reported that pump battery depleted too fast, but battery issue did not cause pump to shut down. There was no reported impact to the customer¿s blood glucose level. Customer was asked to upload logs for review, battery use was later linked to a notification that was not cleared for over 5 hours, and Technical Support coordinated with internal teams, updated follow-up timing, and ultimately closed case after confirming issue was handled under related case.